Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a procedure, the system stopped working (no fluoroscopy/exposure). The procedure had to be stopped while they were operating.